Manufacturer narrative:
The unit was evaluated by the service technician, and no malfunctions or defects were found with the unit. It was also reported that the nurse was not familiar with the new beds at the facility, and it is believed likely that she did not set the alarm properly. The sales representative has educated the nursing staff again on proper bed exit procedure.

Event description:
It was reported a patient fell out of bed, and the bed alarm did not go off. It was further reported the patient sustained an unspecified shoulder injury. The unit was evaluated by a service technician, and no malfunctions or defects were found.